Manufacturer narrative:
Medical device lot #: v9g5b7, medical device expiration date: 2020-06, device manufacture date: 2015-06-26. Medical device lot #: v9g68d2, medical device expiration date: 2020-06, device manufacture date: 2015-06-25. Results - 2 used customer samples were received. Customer was unsure which was the malfunctioned device. The defect under complaint was not confirmed in the archival sample, no defects were observed which could cause the defect under complaint. A review of the device history record revealed no irregularities during the manufacture of both reported lots. Conclusion - bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that the needle of the 30 g x 1.5 mm bd microtainer® contact-activated lancet did not retract its blade after use. After "a while" the customer found the blade had retracted. No injury or medical intervention reported.